Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) was not charging on power. There was no patient involvement reported.

Manufacturer narrative:
This record needs cancellation since the unit is getinge demo unit and its using only for demo purpose ,not for any type of clinical use.

Event description:
N/a.